Manufacturer narrative:
The servo-I was reported to fail the internal leakage test in pre-use check(puc). Our field service engineer investigated the ventilator on site and found liquid spill on the pressure transducer pcb. The investigation of the complaint related to liquid spill on the reported ventilator¿s pressure transducer printed circuit board (pcb) has been completed. During investigation on-site performed by our field service engineer presence of moisture/corrosion/liquid spill in the pressure transducer pcb were found. The pcb were replaced and after successful tests the ventilator was sent back in service. (There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.) Investigation of the device logs confirms that the internal leakage test failed puc several times.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).